Manufacturer narrative:
Result: cracked siderail panels.

Event description:
It was reported by service report that there was a cracked siderail panel with possible fluid ingress. No pt involvement or adverse consequences were reported.